Event description:
Lot #w72531, assayed as 0.31-0.33 mci, was erroneously labeled as 0.34-0.36 mci. Mfg department noticed the discrepancy and notified quality assurance (qa) immediately. Qa notified regulatory affairs (ra) and technical services (ts). Ts contacted the three consignees of this lot of seeds. Consignee #1 received 159 seeds, 19 of which were labeled with the incorrect activity. All seeds had already been implanted. Consignee #2 received 119 seeds, 111 of which were labeled with the incorrect activity. None of those seeds had been implanted; however, the physician reviewed the pt's records and decided to keep the seeds for implant. Consignee #3 received 115 seeds, 31 of which were labeled with the incorrect activity. All seeds had already been implanted. Overall effect of the discrepancy for each consignee is only 1%, 2% and 2.4%, respectively.